Manufacturer narrative:
This event occurred (B)(6) where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient died intraoperatively while attempting to place an implantable pulse generator (ipg). After a placement attempt, the patient complained of chest pain and experienced a drop in blood pressure. Cardiopulmonary resuscitation was then initiated. The patient suffered from cardiac tamponade and perforation during placement. A pericardial drain was placed. Efforts to resuscitate were unsuccessful and the patient passed away.